Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Event description:
It was reported that: "the patient had a right subclavian implantable catheter, so a 4fr bilumen PICC catheter was inserted through the basilic vein in the left upper limb by the head nurse in the intensive care unit and under ultrasound guidance for vascular access. During the passage of the catheter, it did not advance more than 25 cm, which caused it to collide with the implantable catheter. Three attempts were made to reposition the catheter; however, this was unsuccessful and it was decided to completely remove the device." Additional information: "there was no kink in the guide wire, the issue was with the catheter." There was no reported patient harm.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the patient had a right subclavian implantable catheter, so a 4fr bilumen PICC catheter was inserted through the basilic vein in the left upper limb by the head nurse in the intensive care unit and under ultrasound guidance for vascular access. During the passage of the catheter, it did not advance more than 25 cm , which caused it to collide with the implantable catheter. Three attempts were made to reposition the catheter, however, this was unsuccessful and it was decided to completely remove the device." Additional information: "there was no kink in the guide wire, the issue was with the catheter." There was no reported patient harm.